Manufacturer narrative:
(B)(4) -device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump history did not include data from the event date, and no evidence of excessive battery usage was found in the available data. The pump history did log a low battery warning with code 177 and multiple other low battery warnings. During a visual inspection of the pump, the battery compartment was observed to be cracked. Evidence of contamination due to moisture was also found on the battery cap. The battery cap secured to the pump properly, and a power loss was not observed. Current draws measured within specifications. A leak test was performed and confirmed a leak at the battery compartment crack. The pump case was removed and no additional evidence of moisture ingress was found. No evidence of intermittent contact was found on the battery terminal contacts. Unrelated to the complaint, the display screen appeared dim and discolored.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (battery life) issue. The reporter stated that the pump battery life lasts a week. There was no allegation of an adverse event with this complaint. There was no further information available regarding the complaint at this time; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a battery life issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.